Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A general reagent issue most likely can be excluded.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that their quality controls for free thyroxine (ft4) had been recovering low and that the precision for the controls had been questionable for the previous 2 weeks. The customer also noted that testosterone controls recovered low, but shifted to the mean after the test was calibrated. The customer stated that they had an erroneous result for one patient sample tested for ft4. The sample initially resulted as 2.0 ng/ml and this value was reported outside of the laboratory. The doctor questioned the initial result, so the sample was repeated. The sample was repeated twice on the same analyzer, resulting as 1.2 ng/ml and 1.3 ng/ml. The 1.3 ng/ml value was believed to be correct. The patient was not adversely affected. The ft4 reagent lot number was 18761201, with an expiration date of 08/31/2016. The field service representative determined that there was an issue with the measuring cell of the analyzer. He replaced the measuring cell. He performed a photomultiplier tube high voltage adjustment. He ran performance testing and this recovered within expected parameters. He also ran a blank cell calibration. The operator ran calibration and controls on all assays; values were within expected limits.